Event description:
Used for saphenous vein harvest. Not cauterizing well and spinning - not effective. No patient harm. Opened new venapax and opened leg. Manufacturer response for endoscopic vessel harvesting system, venapax (per site reporter). Formal complaint submitted internally and requested product to be returned for investigation.